Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer replaced a punctured tube on the rinse arm assembly and adjusted the ise probe. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Sample 1: initial result was 184 mmol/l, and the repeat result was 148 mmol/l. Sample 2: initial result was 189 mmol/l, and the repeat result was 144 mmol/l. Sample 3: initial result was 261 mmol/l, and the repeat result was 144 mmol/l. Sample 4: initial result was 193 mmol/l, and the repeat result was 142 mmol/l. Sample 5: initial result was 286 mmol/l, and the repeat result was 141 mmol/l. The questionable results were not reported outside of the laboratory.